Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. System operate as intended.

Event description:
Customer reported the system shut down during a procedure. No pt injury was reported.